Manufacturer narrative:
(B)(4) batch # u93r0e. Investigation summary the analysis results found that the msm20 device was returned with no apparent damage and with a clip in the jaws. In addition, one unformed clip was received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 12 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG, the clip applier would not close, then ¿jumped¿ forward while trying to apply a clip. The procedure was completed with a like device and with no patient consequence.